Event description:
It was reported that an arteriogram was performed in the right femoral artery. Manual compression was performed. On (B) (6) 2009, a percutaneous transluminal angioplasty (pta) was performed in the right superficial femoral artery via the left femoral artery and the angio-seal was selected for use. Protamine was given. The patient experienced transient to no doppler pules to the left foot. On (B) (6) 2009 and (B) (6) 2009, a percutaneous transluminal angioplasty (pta) was performed to open the left femoral artery. On (B) (6) 2009, a thromboendarectomy was performed in the left common femoral artery, profunda femoral and superficial femoris. The patient was reported in stable condition and has been released.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.